Manufacturer narrative:
(B)(4). The recipient's infection has reportedly resolved. Additional details regarding treatment will not be provided. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly an infection at the implant site. The recipient was treated with topical and oral medications, however, the issue was not resolved. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient's infection is resolving.